Event description:
It was reported that there was an alignment problem between the console and the scanner, since there was a misalignment from micromanipulator alignment drift. There was no patient involved.